Event description:
It was reported to philips that the device powers off with the press of a button. The device cannot perform the ops check or the controls test. There was no reported patient involvement.